Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position on a patient who had a pacemaker implanted eight years before the evoque procedure. The patient presented with recurrent episodes of noise/artifact detection and inappropriate activations of automatic mode switching (ams) on the right ventricle (rv) lead, associated with dizziness and intermittent bradycardia. The patient was hospitalized for monitoring as the rv lead dysfunction was considered clinically relevant. Therefore, on post-operative day (pod) 134 the patient was successfully treated with the implantation of a single-chamber leadless pacemaker and the patient recovered.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional details about the event was received from the hospital and it has been determined that there was possible physical damage (e.g lead fracture) due to the interaction with the valve.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11 additional type of investigation codes that were unable to be added in h6: analysis of images the complaint for "system interaction with previously implanted devices" was confirmed with objective evidence. A device history record review was conducted and there were no nonconformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Internal imaging evaluation confirmed that a pacemaker lead was jailed after successful deployment of evoque, which likely contributed to lead dysfunction. However, the root cause of the conduction disturbance cannot be identified from the intra-operative tee and limited ECG recording.